Event description:
Related manufacturer reference number: 2017865-2022-10416. It was reported that a patient presented in-clinic for an unrelated generator change procedure. Upon interrogation, the patient's right atrial (ra) lead and right ventricular (rv) lead was found to have exhibited signal artifact. No over-sensing was reported. Corrective programming changes were made to the rv lead, and no intervention was performed on the ra lead. The patient was stable throughout.